Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and motor tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.